Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 3.3/1.8. No treatment was given to the pt. The device was replaced and requested to be returned for eval.